Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was damaged. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform functional test due to motor error alarm anomaly. No compromised force sensor system error noted. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clips lot, broken reservoir tube lip, and cracked lcd window. Drive support disk was inspected and no anomaly was noted.